Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient experienced pocket discomfort and the ipg was no longer holding a charge. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg as replaced and relocated. The patient was doing well postoperatively.